Event description:
The reporter stated that on (B)(6) 2011 the patient passed away due to cardiac arrest and elevated blood glucose (bg). The reporter was uncertain of the patient's bgs leading up to his death but stated that the patient's bg was around 900 mg/dl at one point. The patient was reportedly wearing the pump at the time of death. The reporter was unable to confirm the pump settings. Troubleshooting with customer support indicated that the basal and total daily dose histories matched. The reporter did not implicate the pump as a cause or contributor in the patient's death. The death certificate was received by animas on (B)(4) 2012. The cause of death on the death certificate is listed as "probable arteriosclerotic cardiovascular disease." On the certificate "diabetes, hypertension, hyperlipidemia, chronic kidney disease" were listed as significant conditions contributing to death but not resulting in the underlying cause. According to his medical record, the patient reportedly had a history of heart attack, seizure, and neuropathy. The medical examiner confirmed the cause of death as arteriosclerotic cardiovascular disease but was unable to provide any additional insights. Animas attempted to contact the patient's health care provider for further information without success. This complaint is being reported because there is inadequate information to rule out the use or misuse of the animas device as a cause or contributor to the patient's demise.

Manufacturer narrative:
(B)(6). Device evaluation: the pump has been returned and evaluated by product analysis on 01/26/2012 with the following findings: a review of the pump history indicated the following: the last recorded bolus delivery occurred on (B)(6) 2011 at 6:36 am; the last recorded basal delivery occurred on (B)(6) 2011 at 3:41 am prior to a replace battery alarm; the replace battery alarm was not confirmed. Insulin delivery totals correctly reflected programmed values. There were no conditions that would indicate a malfunction noted in the pump history. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A cartridge of unknown lot number and an infusion set were also returned with the pump for investigation. The infusion set has been forwarded to the manufacturer. The cartridge was evaluated by product analysis on 01/23/2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.